Event description:
It was reported patient was experienced uncomfortable stimulation while getting MRI even though the ipg was in MRI mode. Next course of action is undetermined at this time.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.